Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions and due to prolapsed posterior leaflet and enlarged atrium. Unspecified tissue injury appears to be related to procedural conditions associated with positioning failure. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a posterior prolapse, and an enlarged atrium. An ntw clip was inserted and unable to capture both leaflets. Therefore, the clip was removed and replaced. It was noted there was potential tissue damage to the posterior leaflet. Two xtw clips were successfully implanted, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure. No additional information was provided.